Manufacturer narrative:
Additional information was received that the physician suspected no device malfunction. The devices were removed because the patient had a fall and the ipg had moved. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. A known good charger was able to couple with the ipg without any difficulty. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 5.28 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate. The specific reason for the low charging current was unknown but this condition can occur if the ipg was flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient had to charge the ipg frequently. X-ray showed that the ipg flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had to charge the ipg frequently. X-ray showed that the ipg flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had to charge the ipg frequently. X-ray showed that the ipg flipped. The patient will undergo a revision procedure.